Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g2, h3, h6. Laboratory analysis summary: the device related to the reported events capsular contracture was received on may 06, 2025, with lot number 1227485. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, openings were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contractures baker grade iii". This record is for the right side. Healthcare professional reported "hole on bottom". Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contractures baker grade iii". This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported "hole on bottom". Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.